Manufacturer narrative:
Concomitant products: product ID 3708140, serial # (B)(4), implanted: (B)(6) 2009, product type extension; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2009, product type extension; product ID 39565-30, serial # (B)(4), implanted: (B)(6) 2009, product type lead. (B)(4).

Event description:
The consumer and a manufacturer representative reported that they could not charge their implantable neurostimulator (ins) or communicate with it using their programmer or recharger. The ins was possibly flipped. The ins was noted to have moved and was sticking out further. The ins was flat but did seem at times that it was sticking out. These issues all started after a fall on approximately (B)(6) 2015. The patient had not felt stimulation for at least a month but could not remember an exact date. The patient thought their last successful recharging session was about a month prior to the report but the patient did not remember an exact date on recharging either. The patient had not been recharging because their pain had been under control and they did not need to use their stimulation. The patient met with a manufacturer representative and it was found that their device was in overdischarge. The device was trickle charged and reset. The patient status was listed as ¿alive ¿ no injury¿ and the event was considered resolved at the time of the report. The patient was indicated for failed back surgery syndrome. No interventions or outcome were reported in regards to the ins movement. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.